Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is 2 of 3 mdrs filed for the same event (reference 3006946279-2016-00064/00065/00066). Discarded

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2016. During the procedure, the cement did not harden. Another unit was available to complete the procedure without delay or patient injury.

Manufacturer narrative:
This follow up report is being filed to relay additional information. UDI: (B)(4).